Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving inappropriate threshold suspend alarms and a change sensor alert following two consecutive calibration error alerts. The blood glucose reading was 120 mg/dl. Customer was advised on calibration protocol. Nothing further was reported.